Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During the inspection it was found that the bending section cover glue was separated, and the cable tube unit had wrinkles. It is most likely that the reported issue was caused by wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope image was dropping out. This issue was found during preparation for use. There was no patient harm/injury associated with the reported issue.